Event description:
The manufacturer received additional information from the site identifying the following. The device involved was a perceval pvs23, sn: (B)(6). No autopsy was performed as far as the physician is aware. The cause of death was ventricular arrhythmia due to severe left ventricular systolic dysfunction due to severe aortic stenosis. The patient was 149vm and 100 kg with a bmi of 45. Echo analysis was performed by the site on (B)(6) 2020. The report indicated the following. The report was technically difficult with suboptimal images. Perceval valve was calcified and restricted. Possible small mobile structures seen in the plax view. Peak gradient of 97 mmhg from a previous reading of 46 mmhg. Mean gradient of 63mmhg. Ava of 0.61 cm^2 and av / lvot ratio of 4.2. Critical stenosis and moderate regurgitation detected. Lv is dilated with mild lvh and severely impaired systolic function. Rv is normal in size with moderately impaired systolic function. Dilated atria. Moderate mitral regurgitation. Mild to moderate pulmonary and tricuspid regurgitation. Elevated pulmonary pressures. Left sided pleural effusion. Small pocked of pericardial effusion posteriorly.

Manufacturer narrative:
The manufacturer received additional information from the site identifying the following. The device involved was a perceval pvs23, sn: (B)(6). No autopsy was performed as far as the physician is aware. The cause of death was ventricular arrhythmia due to severe left ventricular systolic dysfunction due to severe aortic stenosis. The patient was 149vm and 100 kg with a bmi of 45. Echo analysis was performed by the site on (B)(6) 2020. The report indicated the following. The report was technically difficult with suboptimal images. Perceval valve was calcified and restricted. Possible small mobile structures seen in the plax view. Peak gradient of 97 mmhg from a previous reading of 46 mmhg. Mean gradient of 63mmhg. Ava of 0.61 cm^2 and av/lvot ratio of 4.2. Critical stenosis and moderate regurgitation detected. Lv is dilated with mild lvh and severely impaired systolic function. Rv is normal in size with moderately impaired systolic function. Dilated atria. Moderate mitral regurgitation. Mild to moderate pulmonary and tricuspid regurgitation. Elevated pulmonary pressures. Left sided pleural effusion. Small pocked of pericardial effusion posteriorly. Using the device information received the manufacturing and material records for the perceval heart valve, model#: icv1209, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) perceval heart valve at the time of manufacture and release. Since the valve is not available for return and analysis, no further investigation can be performed at this time. It is possible that the patient's risk factors contributed to the reported structural valve deterioration and calcification which in turn lead to the development of stenosis. However no associated risk factor information was provided. Since no direct valve investigation could be performed, this cannot be ultimately confirmed. The review of the device history record confirmed the valve met all required standards at the time of manufacture and release. Based on the information available the root cause of the calcification and svd cannot be determined. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer received a user report mhra ref: (B)(4). Patient had sorin (livanova) perceval valve implanted on (B)(6) 2017 in the royal informary of (B)(6). On (B)(6) 2020 the patient presented with heart failure due to prosthetic valve failure (critical stenosis and moderate regurgitation). They died on (B)(6) 2020.